Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - asr revision, right, hip resurfacing system. Reason(s) for revision: alval / soft tissue reaction. Update received: 4th june 2013 - added product, further revision reasons and surgeon - product: stem, revision reason: pain and elevated ion levels and surgeon: (B)(6). Update 13 jun 2017: additional information received from (B)(6). Reason(s) for revision: alval / soft tissue reaction. Please check file handler response to this complaint with the alert date of (B)(6) 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was advised that it was the right hip that was affected.

Manufacturer narrative:
New etq record created in order to update etq (legal system) (B)(4). Asr revision right. Hip resurfacing system. Reason(s) for revision: alval / soft tissue reaction. On (B)(6) 2013 - added product, further if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.